Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 306 (mg/dl). Before the customer could administer a correction with the pump, the pump received a malfunction alarm and all insulin delivery was stopped. Reportedly, the customer reverted to another pump for insulin therapy.